Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found in the review of the event logs of homechoice (hc). The assignable cause for the (B)(4) was undetermined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found identified in the patient logs a system error (se) 2240 (indicating air) which occurred on (B)(6) 2010.